Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device is running very slow. The technical support specialist dialed into the station, logged off the cfn admin. The tsc set the network adapter speed as 100 mbps half duplex and reboot station into app mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system is running very slow. The customer reported that the station is running very slow causing a delay when pulling medications out. The device freezes and must be rebooted daily. There were no adverse events or injuries reported based on this event.